Event description:
It was reported that the atrial lead had exhibited low impedance. During testing, noise was observed upon performing isometrics. No patient symptoms were reported. Device reprogramming was performed. On (B)(6) 2015, the lead was capped and replaced. Prior to the procedure, low impedance continued to be seen. Following the procedure, the patient was noted to be in stable condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.